Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, 1st inratio = 5.0, 2nd inratio = 1.7. Time between testing was reported as less than one minute. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 5.0, 2nd inr = 1.7, mean = 3.35, sd = 2.33, %cv = 69.66. Inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on reported lot # 305277 on august 14, 2013. Results as follows: donor: (B)(4), inratio: 1.9, inratio: 2.0, inratio: 1.7, ref: 1.58, bias-threshold: 1.08 - 2.08, %cv: 8.18. Donor: (B)(4), inratio: 2.8, inratio: 3.0, inratio: 3.1, ref: 2.65, bias-threshold: 1.65 - 3.65, %cv: 5.15. Retention products performed as expected. All replicates a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from repeat inratio testing revealed that the test results comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot #305277 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.